Manufacturer narrative:
Event date: (B)(6) 2015. Received by m,frdate: 04/12/2016. Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device alarmed due to a blower temperature high reference failure. There was no patient harm.